Event description:
A malfunction alarm with code malf 12 was reported by the customer. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Although the pump was under warranty, the customer continued using the current pump as backup therapy. Tandem technical support planned to replace the pump, and the customer was guided on how to put the pump into storage mode before returning it, which they understood and acknowledged.